Manufacturer narrative:
H6: health effect - clinical code: multiple organ dysfunction syndrome (3261). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right heart failure pre-lvad implant. The patient passed away due to right ventricle failure and multisystem organ failure. The death was not considered to be device related. An autopsy was not performed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2020 due to right ventricular failure and multi system organ failure. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. It was reported that the device operated as expected, and the patient outcome was not considered to be device related. The patient¿s right heart failure existed prior to lvas implant, and there were no device related issues that caused or contributed to the right heart failure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s right heart failure existed prior to lvas implant, and there were no device related issues that caused or contributed to the right heart failure.